Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. In between an approx. 20 cm segment of the lead body was missing. The analysis revealed multiple signs of wear along the fragments. In particular in the distal area near the rv shock coil the insulation was found rubbed through. The conductor cable to the rv shock coil was fractured in this area. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue during the implantation period should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore severe extraction damages were noted. The distal lead fragment was cut multiply. Blood had penetrated the lead. The shock coils were deformed and the conductor cables were coiled inside their lumens indicating tensile forces. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted and replaced due to lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.